Event description:
Information rec'd indicates the left side rail doesn't stay up.

Manufacturer narrative:
The technician found the siderail was missing several parts and hardware. He replaced washers, screws and the pivot blocks to repair the stretcher.